Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: cust nkii prim por fem sz 2, rt p/n 621200021 l/n 1317782 kne-natural knee-bearings-unk n-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. Complaint sample was evaluated and noted to have the tibial component has foreign material on inferior side. The reported event was able to be confirmed with provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised due to pain and osteolysis. A tibial cyst formed around the medial screw in the tibial baseplate. The returned tibial component has foreign material on inferior side.